Event description:
Per the clinic, the patient experienced poor performance with the device, leading to device non-use. The device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.